Event description:
The customer contacted baxter's technical service center to report a homechoice (hc) machine with a leaking battery, after use. Home patient (hp) stated that the battery was leaking in the back of the hc. The technical service representative (tsr) initiated a swap of the machine; hp has procard. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The reported condition of a leaking battery was confirmed during device evaluation; the assignable cause was a leaking lead acid battery. Following the evaluation, the device was sent for servicing with special instructions to scrap the battery and battery cover.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.